Event description:
The manufacturer received information alleging error code occurred on a dreamstation auto CPAP device. The device was returned to a third-party service center. An occurrence of error code was confirmed. In addition, smoke was found during the device evaluation. The device was scrapped following the evaluation. There was no report of serious or permanent patient harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.